Event description:
Allegedly the products disengaged.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00270, 00271. This event occurred in (B)(6).

Event description:
Allegedly the products disengaged.

Manufacturer narrative:
Conclusion: no device failure. Dimensional examination. Complaint history reviewed. Device history record reviewed. Package insert reviewed. Use of device could not be determined.